Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction - d1, d4 the reported event could be confirmed with the help of evidences provided by the customer. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿improper selection, placement, positioning, and fixation of the prosthetic components may result in unusual stress conditions and a subsequent reduction in service life of the prosthetic component. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿the case files show the initial planning of the infinity tar in 2017 and the planning of the revision. The revision planning show clear subsidence of both the talar and tibial components. It looks like the primary implantation of the infinity tar was done well. The amount of subsidence/loosening justifies a revision to prevent unnecessary further bone loss and deformation of the tibia and talus, from an orthopedic surgical standpoint of view. I have no information to make such an assessment from a medical point of view. Without any further clinical information, I cannot assess any medical factors any further.¿ more detailed information (such as clinical information) about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.